Event description:
The physician successfully closed an arteriotomy site with the perclose proglide device following an interventional procedure. Post-procedure, it was discovered that the device had sutured inside the vessel causing an occlusion/dissection of the vessel. Hemostasis was achieved in surgery.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.